Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ the luer lock tip was melted and deformed. Foreign complaint the following information was provided by the initial reporter, translated from french to english: luer lock tip melted and deformed.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality engineer for investigation. Through visual inspection, damage was observed on the barrel thread. A device history record review did not reveal any quality issues during the production of lot number 1902250 that could have contributed to the reported defect. While we could not identify a direct issue, it was determined this malfunction likely occurred as a result of the syringe getting jammed within the manufacturing equipment. H3 other text : see h.10.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer-lok¿ the luer lock tip was melted and deformed. Foreign complaint the following information was provided by the initial reporter, translated from french to english: luer lock tip melted and deformed.